Manufacturer narrative:
Insulin pump was received with an unexpected restart alarm during error test due to voltage leak. Unable to verify sensor alarm due to constant unexpected restart alarm. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump resets time date and sensor every time customer changes the battery. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.